Manufacturer narrative:
Concomitant medical products: acetaminophen, maalox, lipitor, ancef, decardron, colace, cardura, sublimaze. (B)(4) additional aaa devices included in this report: plc181400/12332352; plc181000/13347534. Lot UDI: (B)(4) users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Additionally, the IFU warns that adverse events that may occur and / or require intervention include, but are not limited to endoleak, aneurysm enlargement.

Event description:
Patient was treated for a rupture at (B)(6) in which a rmt281412, plc181400, and plc181000 were implanted on (B)(6) 2016. On (B)(6) 2016, the patient presented with a type ii endoleak requiring an intervention. The physician sutured off the ima and a few lumbar arteries that were contributing to the type ii endoleak. Unfortunately, the posterior section of the sac was compromised from the original rupture, and the physician was not able to access the last type ii lumbar. The sac was packed with gel foam and sutured closed. It was reported the physician suspects the blood is entering the sac from the lumbars and the ima and exiting through the compromised wall of the posterior sac in the area of the bifurcation.

Manufacturer narrative:
Added patient weight.